Event description:
The customer reported that on (B)(6) 2011 high potassium (k), sodium (na) and chloride (cl) results was generated on a unicel dxc 600i synchron access clinical system for one patient sample. Quality control results were within specification prior to this event. The customer attempted to calibrate the instrument after the event however calibration failed. The results were unbelievable and the sample repeated on the other instrument. The results were not reported out of the lab and hence there was no death, injury or change to patient treatment was associated or attributed to this event. Data provided by the customer indicates that high potassium (k), sodium (na) and chloride (cl) results was generated, as well as a low calcium (ca) result for the patient sample generated on (B)(6) 2011 on the unicel dxc 600i synchron access clinical system.

Manufacturer narrative:
The field service engineer (fse) determined that the ise buffer tubing #24 from the ratio pump to the (eic) electrolyte injection cup was pinched behind the flowcell. The fse replaced the tubing and confirmed instrument performance to established specifications.